Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue: upstream occlusion too sensitive during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion to sensitive" was reproduced as reload set messages. The event history log (ehl) review was performed and revealed "reload set!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as "constant "reload set" message". The cause of the condition was the input/output printed circuit board (I/o pcb). The I/o pcb required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.